Manufacturer narrative:
Additional information was received indicating that the event did not occur while in use with a patient; there was no patient injury. Device evaluation: one device was returned for analysis. The device was received with all labels still intact. Visual inspection showed the lower right front corner of top case cracked. Based on evidence and investigation, the complaint allegation was unable to be duplicated and determined. As a preventative, the speaker was replaced.

Event description:
It was reported that a primary audible alarm was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Additional information: visual inspection showed there was a crack on lower right front corner of top case. A review of the event history log identified primary audible alarm. A corrective and preventative action has been opened to address the reported issue.